Event description:
During an aaa procedure, a gore viabahn endoprosthesis was used (snorkel technique) to preserve patency in the right renal artery. The cook aaa device first deployed via femoral access. A 6mm viabahn device advanced via upper arm access. During deployment, the deployment line stuck. After several attempts, the device completed deployment; however, the deployment line would not release. The delivery's catheter hub assembly was cut and the delivery catheter was removed. At the end of the procedure, the deployment line remained in the pt final angio observed good flow through the right renal artery. The physician felt that the deployment line may have hung up on the fixation component of the cook aaa device. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.